Event description:
The user facility reported that the device overheated during the procedure and the patient received a 2cm burn with blister on the lip. The burn was treated with silvadene. There were no other adverse consequences regarding the event.

Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device overheated during the procedure and the patient received a 2cm burn with blister on the lip. The burn was treated with silvadene. There were no other adverse consequences regarding the event.